Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The device was functioning at the time of the patient's death. There was no surgical operation related to device malfunction. The patient's death was due to exacerbation of right heart failure, ventricular tachycardia or ventricular fibrillation, and renal dysfunction.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient developed light heart failure. The patient's right heart failure was not related to the device because the right heart deterioration was observed before the lvad was implanted. On (B)(6) 2021, the patient developed hepatic dysfunction. It was not related to the device because of congestion of the liver was caused by deteriorating right heart failure. On (B)(6) 2021, the patient developed sustained ventricular arrhythmia which needed cardioversion or defibrillation. The patient had arrhythmia before the lvad was implanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 lvas, (B)(6). A direct relationship between the device and the reported multi organ failure, ventricular tachycardia, dilated cardiomyopathy, and patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6 inches from the pump header and the remaining portion of the pump cable as well as the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft bend relief was returned attached to the pump. The cuff lock was fully engaged, and the apical cuff was returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia and various types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure and right heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 01may2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure and right heart failure), cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had worsening ventricular tachycardia leading up to death.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away from multi-system organ failure (mof).